Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg site was draining fluid due to a possible seroma. A CT scan was taken and confirmed the ipg site wound had dehisced. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was repositioned. Culture results were positive for a bacterial infection. The patient is being treated with antibiotics.

Event description:
Follow up information identified the infection has resolved.